Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic representative reported via email high blood glucose levels. Customer's blood glucose level was 500 mg/dl. Customer advised they felt sweaty and realized their insulin pump was hanging off of them while they experienced high blood glucose. Customer declined to speak to the 24 hour helpline and advised they will follow up with their healthcare provider.